Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2020. 36+3 humeral cup, 6 glenosphere and 36/14 humeral steam were removed and replaced by an antibiotic impregnated spacer (no fx). Primary surgery occurred in 2017 (date unknown).